Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and eleven months following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, chest pain with cardiogenic shock occurred. Left heart catheterization was performed for chest pain. Two percutaneous coronary interventions (pci) were performed due to symptomatic coronary disease. It was reported that the valve contributed to the need for pci. Systolic blood pressure (bp) was in the 60¿s millimeters of mercury (mmhg) and an intravenous infusion bolus of 500 cubic centimeters (cc) was administered without improvement. Norepinephrine was administered with improvement of systolic bp to the 90¿s mmhg. Patient was admitted to the intensive care unit (ICU), an arterial line placed, and intravenous therapy (IV) albumin was administered. Bp stabilized and the norepinephrine was discontinued. It was noted that the shock was likely cardiogenic in the in the setting of severe aortic stenosis (as). The cardiogenic shock resolved the day after onset without sequelae. As was an incidental finding with a mean gradient of 37 millimeters of mercury (mmhg). Echocardiogram was performed and revealed a max gradient of 120 mmhg and a mean gradient of 67 mmhg. Per the physician, the as was valve related. New onset atrial fibrillation (afib) was identified, treated with amiodarone and resolved without sequelae. Imaging showed that there was significant pannus and thrombus on the leaflets of the valve. The frame of the valve appeared reasonably well expanded and ranges from 2.5 millimeter (mm) to 5.0¿ 5.5 mm deep to the native annulus. It was noted that following the index procedure for the implant of this transcatheter bioprosthetic valve, aspirin, and tissue plasminogen activator (tpa) were administered as anti-thrombotic medications. The patient did not have any pre-existing coagulopathy issues or other blood disorders. Approximately one month after presenting, an echocardiogram was per formed and revealed a max gradient of 94 mmhg and a mean gradient of 49 mmhg. Due to risk of coronary obstruction during a valve-in-valve procedure, there was coronary intervention to the ostial right coronary artery using a medtronic (onyx frontier) 4 x 22 mm dru g-eluting stent. Subsequently, a transcatheter aortic valve (tav) in tav replacement procedure was performed with a 23 mm non-medtronic valve (sapien 3 ultra). The valve-in-valve intervention resulted in no evidence of paravalvular leak (pvl) or pericardial effusi on. The resulting transvalvular gradient was 4 mmhg and the as was resolved without sequelae. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately 3 days prior to the valve-in-valve revision, acute on chronic congestive heart failure was identified. The b-type natriuretic peptide (bnp) measured 2,592 pg/ml upon arrival to the hospital. Pulmonary vascular congestion and ¿significant¿ lower extremity edema were noted on exam. Intravenous diuretic was administered. Procedure pleural effusions were noted. No further treatment reported. The coronary artery disease which required the percutaneous coronary intervention (pci) was reported as related to the valve. The new atrial fibrillation occurred following the pci intervention. The atrial fibrillation had a rapid ventricular response. Sinus rhythm returned with intravenous anti-arrhythmic. Three days following onset of the atrial fibrillation, the anti-arrhythmic route was switched from intravenous to oral. An acute stroke occurred. The stroke was reported as likely secondary to the atrial fibrillation. The atrial fibrillation and stroke were reported as probably related to the valve. The cardiogenic shock also occurred following the pci and was reported as related to the valve. Additionally, after the valve-in-valve revision, complete heart block was identified. The pacer wire was maintained as the patient was completely dependent on pacing. The day following the valve-in-valve revision a permanent pacemaker was implanted. The physician indicated the completed heart block and acute congestive heart failure were related to the medtronic transcatheter valve. The patient was discharged 3 days following the valve revision to a rehabilitation facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the percutaneous coronary intervention (pci) performed were required due to the patient¿s worsening coronary artery disease (cad). The associated symptoms of the stroke included hypotension and new onset atrial fibrillation with right arm pain. The head computed tomography (CT) was unremarkable. The head CT angiogram demonstrated right parietal occipital increase blood volume, blood flow, and mean transit time. There was no vessel occlusion identified. Tenecteplase (tnk) was administered. The complete heart block was reported as resolved with permanent sequelae as implant date of the permanent pacemaker. Two days following the permanent pacemaker implant, the patient was discharged to a rehabilitation facility. Four days later, at the 1 week hospital follow-up, the patient denied shortness of breath, edema, and orthopnea. The new york heart association (nyha) functional class I symptoms resolved. As reported, the acute on chronic systolic congestive heart failure had resolved without sequelae 6 days following the permanent pacemaker implant.

Manufacturer narrative:
Updated data: h6 - annex b, annex c analysis of imaging: transthoracic echocardiogram (tte) dated on (B)(6) 2023 : mobile echogenic structure observed inside the evolutr frame, consisting of possible tissue/mass/ thrombus. Aortic valve (av) mean/peak gradient of 13/27.5 millimeters of mercury (mmhg) and peak velocity of 2.62 meters per second (m/s) were measured. Mild holosystolic mitral regurgitation (mr) and mild tricuspid regurgitation (tr) were noted. The ejection fraction (ef) was approximately 55%. Tte dated on (B)(6) 2024 : suboptimal image quality was noted. Prosthetic av leaflets were poorly visualized. Av mean/peak gradient of 59/98.5 mmhg and peak velocity of 5 m/s were measured. Mild mitral regurgitation and mild tr were noted. The ef was approximately 55-60%. Limited tte with two clips provided, dated on (B)(6) 2024 : av mean/peak gradient of 6/13 mmhg and peak velocity of 2m/s were measured. The ef was approximately 55%. Tte dated on (B)(6) 2024: prosthetic av leaflets were poorly visualized. Av mean/peak gradient of 13/30 mmhg and peak velocity of 3m/s were measured. Mild mitral to moderate regurgitation and mild tr were noted. The ef was approximately 60%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.